Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that it is taking longer and longer to charge the ins since " a good while". Pt stated he did have an appt with dr kloster to discuss replacement but covid happened so that all got cancelled. Patient services (pss) reviewed eri / eos information the patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.